Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The analysis revealed cuts into the insulation (approximately 7 cm and 8 cm distal to the is-1 connector pin) and a damaged fixation helix, which most likely resulted from the extraction procedure. A thorough analysis of the lead did not show any deviations which might have led to the reported high atrial threshold. In particular the values measured during the electrical inspection were accordingly to the technical specifications. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
High atrial thresholds were reported on this lead (greater than 5.0 v). During the lead revision, the lead was tested through the psa and it had a normal threshold of 1.1v. When the lead was connected back to the device, the thresholds were high, and noise was detected on the atrial channel. Lead was explanted and replaced. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.